Event description:
It was reported that the patient presented to the emergency room with diaphragmatic stimulation. Loss of capture and low sensing were observed. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.